Event description:
Patient called lfs in 5/03 alleging the ot basic meter would not power on. The issue with the meter was not resolved patient was experiencing low energy and had to be wheeled to the doctor's office because patient was unable to walk. The blood sugar was tested at the doctor's office, but the patient does not know what the reading was. Patient was given two pills, one for pain and one for his diabetes. Patient does not know what the pills were. The customer does not remember what the results were or what patient was treated for, therefore, the case is being reported as a malfunction because there is no evidence that the meter contributed to the serious injury.